Event description:
The operator had attempted arteriotomy closure with two closer 6fr. Devices following an interventional procedure. The first device experienced a cuff miss. A second device was inserted and successfully closed the arteriotomy. It was discovered during analysis of the returned device, a foot break had occurred on the first device. There is no report of adverse pt effect. Additional information has been requested, but is not yet available.